Event description:
On (B)(6) 2012, the patient was undergoing treatment for cerebral infarction. The physician thought that the pressure from inserting the reperfusion catheter 041 may have caused the dissection and subsequent cardiac arrest. After the reperfusion catheter 041 was advanced, contrast media was seen flowing into the dissection cavity. The patient fell into cardiac arrest. The physician questioned increased intranical pressure might have caused the cardiac arrest. The physician performed emergency intubation and continued the procedure. The cerebral infarction resulted in 2a. As of (B)(6), the patient's condition improved that he could breathe spontaneously. The patient might have recovered during the procedure while it is unknown since he was under anesthesia. The patient is in a stable condition currently.

Manufacturer narrative:
Conclusion: dissection is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.